Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the poor image resolution could not be determined. The reported pericardial effusion appears to be due to procedural conditions. Furthermore, pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The surgical intervention and hospitalization are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion, surgical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that visualization was poor due to imaging. During advancement of the clip delivery system (cds), the clip was inadvertently extended too far due to poor visualization that resulted not knowing where the atrium was. It was noted a pericardial effusion (pe) in the heart. The cds was immediately removed with the clip attached and the procedure was aborted. The patient remained hospitalized and was transferred to the operating room. The pe was surgically treated. The patient is stable. No clips were implanted and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.